Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the x0 and x1 tubing and the x-seal. The cse cleaned pogo pins, flushed tower ports with warm water, performed an integrated multisensor technology system clean, and installed a new sensor. The cse ran a diluent check, quality controls, and patient samples, all of which were acceptable. The cause of the discordant sodium result is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low sodium result was obtained on one patient sample tested on a dimension exl with lm instrument. The sample failed the delta check, indicating that it did not match previous results from the same patient. The discordant result was reported to the physician(s), who questioned it. The patient was redrawn and the new sample was tested on the same instrument and an alternate dimension exl instrument, resulting higher on both. The original sample was then repeated on the same instrument and an alternate dimension exl instrument, also resulting higher. The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant sodium result.